Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing and undersensing were noted during episodes recorded on the implantable cardiac monitor (icm). The icm remains in use. No patient complications have been reported as a result of this event.

Event description:
Furthermore, the device had intermittent undersensing on bradycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.